Event description:
The customer reported that the tubing set had a hole in the silicone segment of the tubing which caused an antibiotic medication to leak during a gravity infusion to the patient. The nurse contacted the physician to receive another order for the missed/leaked antibiotic dose. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
The customer¿s report of a hole and leaking was confirmed. Visual inspection showed that the silicone segment had a tear near the upper fitment measuring 0.0236 inches long. Examination under magnification showed no crush marks to the upper fitment. Functional and pressure testing was performed; a leak from the silicone tubing near the upper fitment was observed. The cause of the leak was a tear in the silicone segment. The cause of the tear was not identified.

Event description:
The customer reported that the tubing set had a hole in the silicone segment of the tubing which caused an antibiotic medication to leak during a gravity infusion to the patient. The nurse contacted the physician to receive another order for the missed/leaked antibiotic dose. There was no patient harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing set had a hole in the silastic segment of the tubing which caused an antibiotic medication to leak during a gravity infusion to the patient. The nurse contacted the physician to receive another order for the missed/leaked antibiotic dose. There was no patient harm.